Event description:
Pt was revised to address loosening of the glenoid.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that 14 other devices from lot wd8jd1 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.